Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and an off no power. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump alarmed motor error followed by an off no power alarm during basal delivery. The customer stated that the drive support cap was normal and that the insulin pump was exposed to high magnetic fields and was not able to complete the rewind process. Customer reported that the insulin pump alarmed off no power without the low battery alert warning. Customer also reported to have received a no delivery alarm and confirmed that the insulin exited after a 5 unit fixed prime has been delivered. The customer was advised to monitor and call back if issue recurs. The insulin pump is not expected to return for analysis.